Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the surgeon said the stapler felt strange when firing and he wasn¿t sure if the staples came out of the cartridge properly. Staple line only affected the specimen side and was not left in the patient, so no risk of patient consequence.

Manufacturer narrative:
(B)(4). Investigation summary: the tlc75 device was not returned for analysis; only a tcr75 reload was received. The analysis results found that the tcr75 reload was received with no apparent damage. The reload was returned fully fired. No functional test could be performed due the condition of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Batch # t5a07m: a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Manufacturing date: 1/10/2019 expiration date: 12/10/2023 the following information was requested, but unavailable: can you please clarify how the staple line "only affected the specimen side"? Were unformed or malformed staples seen on the staple line? Or was the staple line incomplete (missing staples)?